Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 11:15am, reported date from (B)(6) 2012 is overwritten. No activity outside of normal use is observed. The total daily dose adds up and equals the basal target. The pump reflected 24u after a 24hr on 1u/hr duration test. The device performs within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter was concern about whether or not the animas pump was delivering the bolus and basal insulin correctly because the patient's blood glucose reading is currently "hi", possibly over 600 mg/dl. Around the same time, the patient reportedly did not take bolus insulin to compensate for a 100 gram carbohydrate snack. The patient was taken off of the insulin pump for 3 hours and was given insulin via syringe. During troubleshooting, the customer care advocate was able to walk the reporter through the basal and bolus history setting to confirmed all basal and bolus delivery was accounted for. There was no evidence of a pump malfunction associated with the alleged incident. Although there was no product malfunction associated with the incident, this complaint is being reported due to possible use error and because, the patient had blood glucose of "hi" while on insulin pump therapy.